Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was received at us customer quality (cq). Upon visual inspection it was noticed that the needle component was found to be bent/deformed. Dimensional inspection: drawing specified dimensions: needle diameter measured dimensions: needle diameter = non-conforming device used ¿ ca802 this oversize issue was escalated to field action investigation, reference pie-1862289 device failure/defect identified? Yes. Document/specification review: 319_004 rev p (current) and rev f (manufactured) 319_004_3 rev f. Complaint confirmed? No since the device was not found broken. Investigation conclusion: the potential cause for the bent needle could be due to unintended forces applied to the device. This oversize issue was escalated to field action investigation, reference pie-1862289, in lieu of an nonconformance as the site that manufactured the complaint device, brandywine, no longer manufacturers it and manufacturing responsibility was transferred to the jennersville site and then subsequently to a supplier. Further investigation will be documented in pie-1862289  additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.004, synthes lot # 5460700, supplier lot # na, release to warehouse date: feb 22, 2007, manufactured by synthes brandywine , no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of ankle. During the procedure, the tips of the two (2) depth gauges broke off and the hooks of the other two (2) depth gauges were bent. There were no fragments generated from the broken devices. The procedure was completed successfully using a backup depth gauges but with a ten (10) minute surgical delay. This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 2 for (B)(4).